Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead has noise, isometrics were negative. May have been around time pt was using heating pad on neck so suggested pt check pad for faults and consider not using it until it can be tested in dr's office. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).